Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the delivery needle or were returned for evaluation. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during a meniscus surgery, after t1 was implanted, t2 fell off. The white depth limit module was not removed, and the t2 can't be advanced. T1 wasn't removed from the patient, t2 was removed. A delay occurred but the procedure was completed with a backup device and no patient injury was reported.

Event description:
It was reported that during a meniscus surgery, after t1 was implanted, t2 fell off. The white depth limit module was not removed, and the t2 can't be advanced. T1 wasn't removed from the patient, t2 was removed.a delay occurred because the surgeon was trying to remove t1,but the procedure was completed with a backup device and no patient injury was reported.